Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10 additional information: e1(initial reporter: alex ivkovic, biomedical engineer, event site email: aleksandar.ivkovic@providence.org) the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the part #d997-00-1161 i.e fiber optic assy to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) there was no fiber optic signal. There was no patient involvement.